Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.0d) was explanted due to dissatisfaction with their near vision even though the chosen refractive target was achieved.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The explanted lens fragments were returned to rxsight. Based on the condition of the returned lens fragments, only visual inspection can be performed and there was no device problems found. Manufacturer reference #: (B)(4).